Event description:
It was reported that the right ventricular (rv) lead perforated the heart. The physician commented that the post-operative x-ray did not show a perforation. Bruises on the patient led the physician to speculate about loss of capture and a syncopal episode. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).